Manufacturer narrative:
Concomitant medical product: 694958 lead implanted: (B)(6) 2006. Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a suspected fracture as the threshold were noted to be high and the pacing impedance was noted to be high/undefined. The lead was explanted and replaced. During the revision procedure, the right atrial lead was noted to be damaged and was explanted and not replaced. The device was also damaged during extraction and was replaced. No patient complications have been reported as a result of this event.